Event description:
It was reported that an ilet user contacted customer care regarding whether to treat based on insulin-on-board after missed meal announcements and elevated glucose at 300 mg/dl. The user was counseled to follow the low glucose treatment and corrections protocol with assigned carbohydrate amounts. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting completed. Investigation included a review of use conditions and user technique through troubleshooting and education. Investigation of this case revealed no device malfunction and suggested user-related use error associated with missed meal announcements leading to high insulin-on-board from subsequent corrections. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.